Event description:
The company representative reported that the customer's insulin pump is experiencing a rewind anomaly. It was stated that the piston does not rewind and they cannot get out of the filling procedure. The blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind with no anomalies noted. The insulin pump was received with minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.